Event description:
It was reported that the patient's device showed error code 10, device disabled. This is likely related to a burst watchdog timeout error. Previous investigation has determined that certain m106 generators have a firmware that can inappropriately lead to burst watchdog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. No further relevant information has been received to date.